Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: health effect clinical code - additional.

Event description:
Subsequent to the initial MDR, clarified information was provided on (B)(6) 2026. The following information is to overwrite the event information in the initial MDR. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 at 2:00 am, the patient¿s father observed symptoms consistent with hypoglycemia, including diaphoresis, nausea, vomiting, and fatigue. A fingerstick blood glucose (fsbg) measurement was obtained, showing (B)(6), while the continuous glucose monitor (cgm) displayed a conflicting reading of (B)(6). In response, the patient was administered a glucagon injection. As symptoms persisted, the father transported the patient to the emergency room (ER). Upon arrival, a repeat fsbg confirmed low glucose, exact value not recalled, while the cgm continued to display readings in the (B)(6) range (exact value not recalled). The patient received an additional glucagon injection. The patient was admitted for approximately 72 hours, during which treatment included IV dextrose ((B)(6), half-normal saline with potassium, and standard IV fluids (exact dosages not recalled). No cgm device was used during hospitalization. On(B)(6) 2026, the patient¿s condition stabilized, with a reported fsbg of approximately (B)(6), and the patient was discharged home. After discharge, a new cgm sensor was placed and showed glucose readings consistent with the patient¿s condition and exact values not provided. At the time of reporting, the patient was doing well without further issues. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 04/15/2026, it was reported that at approximately 02:00 am on (B)(6) 2026, the patient developed symptoms including nausea and vomiting, which were interpreted by the patient's father as possible hypoglycemia. A fingerstick blood glucose (fsbg) was obtained, measuring 61 mg/dl, while the cgm (dexcom) simultaneously displayed 333 mg/dl, indicating a significant discrepancy. The patient was treated at home with glucagon, but there was no reported improvement or stabilization in symptoms. Due to concern, the patient¿s father transported her to the emergency department (ed). Upon arrival at the ed, a fsbg was performed and reported to be low (exact value not recalled), while the cgm continued to display readings around 300 mg/dl (exact value not recalled). Due to the discrepancy and a reported sensor issue, the sensor was removed. The patient was admitted for monitoring for approximately 72 hours (3 days). During hospitalization, the patient received treatment including IV dextrose (0.9), half-normal saline with potassium, and standard IV fluids (exact dosages not recalled). Cgm was not used during the hospital stay, and glucose management was based on clinical monitoring. On (B)(6) 2026, the patient was discharged after blood glucose stabilized, with a reported fsbg of approximately 137 mg/dl. The patient returned home with her father. After discharge, a new sensor was inserted, with readings reported to be within normal range and consistent with the patient¿s glucose values (exact readings not recalled). At the time of reporting, the patient was doing well without further issues. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.